Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the sieve beds are blown, and power switch causing no alarm.